Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B)(4) failure (event) observed during analysis. Final analysis found medical adhesive coating the distal ring electrode and coating the loops of the helix, causing the lead to exhibit high impedance, capture and sensing anomalies.

Event description:
This report is to advise of an event observed during analysis.